Manufacturer narrative:
H10: internal complaint reference (B)(4). H3, h6: the reported devices were not received for evaluation. However, another devices were received. A visual inspection of these devices revealed no manufacturing abnormalities. They were returned unopened and in original packaging. They show no issues physically. A functional evaluation was performed on the returned devices and found they plug in as normal, but attempting to activate the ablate function causes no plasma. Moving the wand in and out of saline causes plasma to form around the edge of the shaft that touches the tips plastic, not where the electrode is. The second wand was tested and had similar results, moving the tip out of the saline did cause the electrode to activate, but once you get the electrode to activate its plasma on the second wand, it makes a high pitched sound that is not normal. No errors occurred after some duration, and the wear caused from activating these wands was strong as the tips look darkened from use. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include saline ingress leading to shorting of the ablate button. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a procedure, the buttons of two (2) werewolf flow 90 wand were sticking. After the device was used a bit, the device stayed on, while inside the patient as well as after was removed it from the patient and even while the buttons were not press. Until it would 'error' and turned off. The procedure was completed without surgical delay using a smith and nephew back up device. No further complications were reported.